Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sedr01 implantable pulse generator (ipg) implanted: (B)(6) 2012; product ID 402452 implantable pacing lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The ra lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.